Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as the patient not wearing a mask and gloves, which resulted in peritonitis. The patient was hospitalized six days after the onset. The patient remained in the hospital for 13 days and was recovering from the reported event. The treatment included intraperitoneal fortaz (1g, daily) and intraperitoneal vancomycin (one dose of 2g). Pd therapy was ongoing. The patient was going to be retrained on proper aseptic technique. No additional information is available.